Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cosmetic damage and a piece chipped off near the top of the reservoir compartment and the seal fell out. Customer's blood glucose level was unknown. Customer reports that reservoir was not able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.